Manufacturer narrative:
Since this product was not able to be repaired, it was disposed of by the manufacturer facility and not returned to the healthcare facility.

Event description:
It was reported that during testing conducted at the user facility the irrigation wheel would not turn. A lack of irrigation in the device is known to cause overheat no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.